Manufacturer narrative:
(B)(4).

Event description:
A manufacturer's representative reported, the patient "suddenly" could not feel stimulation. It was suspected that the pulse generator had stopped working. The patient's symptoms were returning due to a lack of stimulation. There was no patient injury or death. Additional information has been requested, a follow-up report will be sent if additional information becomes available.